Event description:
When printing an isbt label for a blood product with an expiration time of midnight (00:00), the generated label prints 23:59 instead as the expiration time in the barcode. The unit can be mislabeled with a falsely extended expiration time. No adverse pt event is associated with this issue.

Manufacturer narrative:
Re: the client reported the product malfunction on softbank ii version 25.1.0.2. Affected products include softbank ii versions 23.2.0.1-23.2.0.5, 25.0.0.3-25.0.0.5, 25.1.0.1-25.1.0.2.